Event description:
It was reported that a patient presented with a right ventricular lead that had high and out of range defibrillation impedance. It was suspected that this was due to an insulation breach. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.